Event description:
Postoperative echocardiography and cardiac catheterization performed indicated "prosthetic valve failure". Urokinase therapy was given prior to reoperation. At reoperation, one leaflet was observed to be completely covered by thrombus and fixed in the close position. "Mural thrombus was confirmed on the extensive area from la suture line through anterior wall".

Manufacturer narrative:
Valve was received in st. Jude medical heart div fer analysis lab in a st. Jude medical product return kit, submerged in a liquid solution. Sewing cuff was brownish-white in color, and contained a large amount of white tissue, which also extended onto orifice, pivot guards, and into recessed pivot areas #1 and #4. A darker, granular tissue was also observed in recessed pivot areas #1 and #4. These recessed pivot areas were associated with left leaflet, which was observed to be stuck in closed postion. Right leaflet exhibited normal mobility. Valve was chemically sterilized and forwarded to an independent pathologist for gross morphological examination. Dr. Stated at time of his examination white tissue on sewing cuff was fibrous tissue of normal healing reaction. On inflow aspect, a small portion of this fibrous tissue contained a tail-like structure which extended into annular housing; this appeared to be loosely attached to annular housing and surface of one leaflet by thrombus. Leaflet associated with this fibrous-thrombus material (left leaflet) was stuck in closed position. Other leaflet opened and closed normally. A thin layer of fibrin-like tissue was present on another portion of fixed left leaflet; this was also of thormbotic origin. Adjacent to fixed left leaflet, near pivot area, was a small amount of fibrous tissue which contributed to fixation of leaflet in closed position. After removal, avoiding sharp dissection of this tissue, leaflet could be opened with moderate pressure; however, some thrombotic tissue still remained in recessed pivot areas, which could not be easily removed. Microscopic examination of fibrous-thrombus material displayed three distinct types of tissues. One type of tissue was dense mature fibrous (collagen) tissue, which may have been part of native annulus. Covering most of this tissue was a second layer of tissue which consited of young fibrous tissue characterized by apparently proliferating, often spindle-shaped, fibroblastic cells in a mucoid matrix. Third type of tissue on surface of this material were scattered foci of histiocytic and lymphoid cells of reative type. In midst of this proliferative fibrous tissue were areas of fibrin which were being organized, indicating that origin of this tissue was from thrombus. Loosely attached to this material was an irregular mass of altered fibrin, on surface of which were focal masses of nonspecific mononuclear (probalby histiocytic) cells, with small numbers of polymorphonuclear leukocytes. Gram stain was negative. Organizing fibrinous material was stongly suggestive of infected fibrin thrombus, possibly in healing phase. Thin layer of fibrin-like tissue on surface of fixed left leaflet was microscopically determined to be altered fibrin with a rather definitive surface layer of flattned cells resembling endocardial cells in some sites, and nonspecific hisiocytes in other areas. Small numbers of inflammatory cells were also present.